Event description:
Neonate was unloaded from the aircraft and was in the ed, when patient started to desaturate and heart rate decreased. Ventilator was disconnected and patient was ventilated by bag valve and to endotracheal tube for airway control (with nitrous oxide). Patient manually ventilated for about 3 minutes, sats and heart rate went up and patient was transported to nicu using bvm. Isolette oxygen delivery system was assessed by respiratory therapy and nurse. The gauge was reading 800 but there was no oxygen in the tank. Isolette with oxygen regulator were taken out of service. No apparent harm to patient.